Event description:
The plaintiff's attorney alleged that the pt experienced an adverse cardiovascular event which may have been caused by the defendants' product administered for dialysis treatment.

Manufacturer narrative:
Pt: was used for adverse cardiovascular event as there is no code available that best describes adverse cardiovascular event. This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional info.